Event description:
Dr reported that an implant failed due to bone loss.

Manufacturer narrative:
No observable defect could be found with the component itself. Measurements taken met design requirements. Co was unable to review of the lot history of the subject product since the product's lot number was unavailable from the dr's office.